Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to unlock the fridge door. A field service engineer confirmed that the smart remote manager was working, and it was tested in hardware test application. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to unlock refrigerator door. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.